Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The customer's blood glucose at the time of the incident was not provided. The customer states that the insulin pump screen had a polarization affect that impeded them from reading the insulin pump screen. The customer also reported having battery issues and no delivery alarms. Troubleshooting was declined. The insulin pump will not return for analysis.